Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation is confirmed. ¿ one unpackaged ar-8400obe serial/batch number 15446780 was received for investigation. ¿ functional testing was not performed due to the damage to the device. ¿ visual inspection noted that the top of the inner hub has been broken off. ¿ the most likely cause is attributed to misuse/use error due to excessive force/mechanical force.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an acromioclavicula (ac) resection surgery the shaver handpiece ar-8332h (sn (B)(6) damaged the burr ar-8400obe (lot: 15446780). The burr got torn up in the bottom where it was connected to the shaver. Plastic pieces remained in the shaft of the shaver handpiece. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.